Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: apex hole elim positive stop, 124603000; delta cer head 12/14 32mm +9, 136532330.

Event description:
It was reported that the patient had a liner dissociation. Surgeon could not get the hip stable with a simple liner exchange. He ended up changing the cup. Doi: (B)(6) 2014; dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.